Event description:
Pt was being transported in van from main hosp building to cancer center for palliative radiation therapy with oxygen at 8l/nasal cannula and 8l/blow-by mask for transport. (Note: pt phobic regarding mask over face - oxygen palliative. Difficult to keep oxygen saturation at acceptable levels.) During transport, family noted respiratory distress and turned up oxygen flow. Upon arrival at facility, unresponsive. Oxygen given per ambu bag and oxygen saturation rose from 46 - 48 to 80's; pt became more responsive. Both oxygen regluators were not delivering liter flow per calibration test following event.